Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One unit was returned for evaluation; the unit was received in decontaminated condition without its original package inside a plastic. It was observed that the joint between the 3-way connector and the single port cap was broken. The complaint was confirmed. The root cause of the reported issue was found to be the most probable root cause is that the product become damaged during use. No corrective actions were implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.

Event description:
It was reported the tubing set was separated. Issue was found prior to use with no patient involvement.